Event description:
Baxter renal homecare services representative "(hcsr)" left a voice message for corporate product surveillance (B)(6) 2011 to relay report received on the same day from a nurse for unknown quantity of minicap, in which the iodine was detected missing on unknown date. Hcsr relayed, "two thirds (2/3) of the minicaps have no betadine in them." Hcsr relayed that the product was from the facility's general stock, not "that of a particular patient". "No patient involvement, injury or adverse event is reported". "No further information is available at this time". Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following. The foam sponges were falling out of the caps and there were about '40' affected from '2' boxes from the same lot gd887711. 'The nurse' stated they would save any future samples and lot numbers as the samples were not available and there was no "patient injury or medical intervention reported."

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.